Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracks with the incident lot was observed. Additionally, two hundred retention samples were selected for evaluation, and the customer's indicated failure mode for cracks was not observed. A review of the manufacturing records was completed for the incident lot #5307569 and no issues were identified. Conclusion: evaluation of the returned sample identified that there was an aesthetic molding defect on the stopper.

Event description:
It was reported that there were cracks in the stopper of 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube. No injury or medical intervention.